Event description:
Got saline breast implants in 2017 I believe (maybe 2018) I seem to have developed breast implant illness and am now suffering with many health conditions caused by my implants and removing my implants is my last hope for taking my life back. Reference report: mw5148012.